Event description:
Caller reported that pump became hot to touch when charging. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.